Event description:
It was reported that the patient was experiencing pain at the pocket site. Symptoms of redness, warmth, and possible discharge were also noted. It was determined that the patient had an allergic reaction to the adhesive for skin closure. The patient presented to the emergency room and was administered with intravenous vancomycin, oral doxycycline, and flagil. Upon follow-up, the symptoms had already subsided.